Event description:
A user facility reported a refractive error following intraocular lens (iol) implant surgery. The refractive error was reported to be 7.0 to 7.5 diopters. The 15.5 diopter lens was exchanged for a 15.0 diopter lens and the refractive error was no longer observed. Additional info has been requested.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).